Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:12:04. During night drain cycle four, the patient's ultrafiltration reading was 1592ml, indicating the home patient (hp) drained 1592ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The iipv event was confirmed through the review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.